Event description:
In 2008, the pt reported that she has been experiencing elevated blood glucose for the "past few days." She stated that prior to the report, she found air bubbles in her infusion tubing which had been in use for 1 day. She was assisted with priming the air from the infusion tubing. She was then instructed to perform a 5 unit bolus and she stated that insulin flowed from the end of the infusion tubing. She stated that she has attempted to lower her blood glucose by bolusing through the infusion device and she also injected insulin via syringe. Her blood glucose lowered from 425 mg/dl to 390 mg/dl. Her normal blood glucose range is 150-160 mg/dl. The pt was instructed to contact her physician. On four days later, the pt reported that she is still experiencing elevated blood glucose (414 mg/dl) and she feels "lousy". She stated that she changed all of her accessories and purchased new insulin. She stated that she does see air bubbles in her insulin cartridge. She stated that she used room temperature insulin. The pt was advised to switch to her backup infusion device. The pt's infusion device was replaced. Further attempts to follow up were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.